Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. The peritonitis was manifested by abdomen pain, cloudy pd fluids and fever. On the same day as the onset, the patient was hospitalized for the peritonitis. The treatment for peritonitis was not reported. At the time of this report, the patient was still hospitalized and was reported to be recovering from the peritonitis. The pd therapy was ongoing. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). The patient was born on an unreported date in (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that, on an unreported date, the patient was treated with entinam (1 gram, frequency, duration and route of administration not reported) and amikacin (0.5 gram, frequency, duration and route of administration not reported) for peritonitis. The patient was discharged from the hospital after 37 days and was recovered from the peritonitis event. Should additional relevant information become available, a follow up report will be submitted.